Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) pacing impedance measurement has decreased from 450 ohms to out-of-range less than 200 ohms over the past year on the right ventricular (rv) lead. There was no evidence of noise nor other significant lead changes observed. And the rv threshold is stable. A lead assessment with a programmer was recommended. This alert will not retrigger until the device is interrogated with a programmer. At this time, the lead and device remain in service. No adverse patient effects were reported. Additional information received advised the right atrial (ra) lead pacing impedance showed a sudden out-of-range measurement greater than 3,000 ohms and the presenting electrogram (egm) showed noise on the atrial channel. The physician advised they do not plan on implementing any reprogramming or revisions at this time. The crt-d and both the ra and rv leads remain in service. No adverse patient effects were reported.